Event description:
During a cardia dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] there was great difficulty in progressing through the working channel of the 2.8 mm gastroscope, requiring its replacement (catheter body broke when trying to remove the catheter after the first deflation). It was necessary to cut the balloon for complete deflation and removal of the catheter through the working channel of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see that the catheter is broken near the middle and separated exposing the inner purple catheter. The balloon is detached from catheter and is not shown in the photo. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.